Event description:
It was reported that a patient had a pangea spine system implanted from l3- s1 on (B)(6) 2014. X-rays conducted on the same day after surgery confirmed that everything was in place. Post-op x-rays taken on an unknown date showed that the tulip head of the screw came apart at the body of the screw. The surgeon cannot confirm which level the screw is at, l4 or l5. Patient does not experience pain. Patient feels improvements. The patient will not be reoperated on at this time. This report is for the screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown pangea screw, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.